Manufacturer narrative:
Data error issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. Shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was 322 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.